Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The healthcare provider gave information about the patient¿s medical history. The patient has had a history of arrhythmia, anxiety/panic attacks, chronic back/neck pain which was reported to be at an 8 out of 10, depression, heart disease and left diaphragm paralysis. It was also reported that the patient has a family history of the mother and father having cancer. The patient never smoked, and has about 1 to 2 drinks per day. The patient¿s vital signs were reported to be normal. The patient was reported to have a continuous low amplitude tremor on their right hand, and severe bradykinesia in the right hand and arm. The patient¿s movement is slow with an unsteady gate, and tends to fall back. The hcp reported that the patient has not had good health benefit from the left side because of spasticity and dyskinesia, with their leg more affected than arm. It was reported that the patient had a decline in symptoms over the six weeks, and that the symptoms are like prior to the dbs surgery. The dyskinesia consists of kicking and jerking of the patient¿s leg, which contributes to the patient¿s back pain which is no longer resolved by taking pain medication. The patients left hand tremor continues to remain well controlled while the right hand tremor worsens. The patient has been falling more, drooling more and her voice is soft which makes it difficult to communicate with others. The hcp also reported the following list of symptoms that the patient has experienced in the past: loss of appetite, trouble sleeping, unusual fatigue, difficulty swallowing, constipation, incontinence, muscle aches and cramps, loss of coordination, loss of balance/falls, vertigo/dizziness, muscle weakness, headaches, recent emotional upset, depression, anxiety, feeling excessive cold or warmth, enlarged lymph nodes. The hcp previously recommended that the patient take ¼ a tablet of carbidopa/levodopa 8 times a day, but the patient instead alternated between ½ and ¼ tablet at each dose. The dyskinesia worsened with no improvement in gait, tremor, or speech. The patient changed back to ½ a tablet 5 times a day. The patient tried increasing voltage of therapy with no improvement. At the meeting with the hcp impedance measurements were taken and found to be normal, and a chest xray was taken with no negative result. The patient¿s stimulation was changed from a rate of 70 to 90, but there was not change in tremor, gait or other symptoms. The patient is unable to tolerate increase in dosage of levodopa because of dyskinesia, and also cannot tolerate adjustments to their voltage because of their dystonia and dyskinesia, so the hcp is limited in what they can do. The patient believes that the ins is dying. The ins was implanted in 2013 and expected to have 4 years of life. The hcp indicated that they will begin to work toward having it replaced. The hcp provided the following to the patient in order to best manage symptoms: the ability to increase and decrease the rate of the dbs, instructions on carbidopa/levodopa use and another follow up appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) and an healthcare provider (hcp) reported a lack of efficacy on the right side of the body that is gradually worsening since (B)(6) 2016. The implantable neurostimulator (ins) voltage is currently at 2.9v, with the hcp convinced that there is an issue with ins performance. It was stated that in (B)(6) the ins voltage was 2.93v, (B)(6) 2.93v with voltage increased on the left side to 3.6v, and from (B)(6) notified increased to 3.9v. The patient does not tolerate well with medication changes nor higher amplitude adjustments, so they have made amplitude changes to contact and cycling. Impedances were measured and found to be within range, with c3 showing as 1027 ohms. The patient had their ins replaced on (B)(6) 2016, and is to have it replaced again. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.